Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. When the patient was in the operating room, interrogation was possible, but dashes (---) were noted for several parameters and programming was not possible. A recommendation to restart the microprocessor was given, but the physician elected to replace the device.